Event description:
Caller reported that t: slim x2 pump battery would not charge, despite using the prescribed charging cable and wall adapter, and attempting various troubleshooting steps such as using different adapters and cables. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, ensuring the customer had a backup insulin pump to avoid interruption in insulin delivery. A replacement pump with updated software was sent to the customer, who was informed of the necessary steps for setup and return of the faulty pump.